Event description:
The trial and the implant were not the same size. The procedure was complicated and extended when the component was cemented in and had to be removed and repositioned. The surgery was extended 1.5 hrs due to the complications.